Event description:
It was reported that an ilet 65 repeatedly displayed an audio over/under current restart alarm, and the user performed multiple restarts without resolution, after which the device was replaced. Symptoms included device restart alerts without reported clinical effects. Outcomes included interruption of insulin delivery workflow requiring device replacement. Investigation included complaint intake assessment and troubleshooting and education with the user. Investigation of this case revealed a malfunction consistent with an electrical fault related to the audio subsystem that triggered persistent restart alarms. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of undetermined specific component-level root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.